Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one crosser iq catheter was returned for evaluation. Visual and functional evaluation were performed. During visual evaluation, it was noted that the marker band was present, and no material separation was noted to the distal tip of the catheter. Therefore, the investigation for the reported material separation is unconfirmed. However, the investigation for the identified peeled issue is confirmed as the delamination was noted over the marker band. A definitive root cause for the alleged material separation and identified peeled issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 07/2023), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of catheter was allegedly separated. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure, the tip of catheter was allegedly separated. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.